Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor device exhibited high shocking lead impedance measurements greater than 125 ohms. The out of range measurement was obtained in the vector that included the proximal coil. A clinician planned to bring the patient into the clinic for further testing and programming and to discuss with the physician about performing defibrillation threshold (dft) test. Subsequently, changes were made to the shocking vector configuration. Additional information was unable to be obtained. At this time, the system remains in service. No adverse patient effects were reported.